Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol_(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The tech went to the flush the device and noticed it was leaking around the hub. Another device was opened and used to complete the procedure. No adverse effects were reported.